Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient fell nine days prior and they thought they might had done something to one of their leads. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.